Manufacturer narrative:
Additional information: d9, h3, h6 and h11. The device was received for evaluation. Visual inspection of the product showed that the housing was cracked near the connection between the effluent port and the filter. An air leak test was performed, and a leak was observed at the level of the effluent port. The reported condition was verified. The cause of the leak was determined to be due to the crack. The cause of the crack was related to mechanical shock during transportation and/or storage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m set, a fluid leak was observed from the broken area between the cartridge and the post filter. There was no patient involvement. No additional information is available.